Manufacturer narrative:
Product received for evaluation. Awaiting evaluation results. Process improvement implemented to prevent separation of sole from boot.

Event description:
Reported incident of sole 'coming off' from boot. No report of injury involved with incident.